Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedance measurements had gradually increased. Boston scientific technical services (ts) discussed troubleshooting options. The physician elected to continue to monitor the patient and system. This crt-d system remains in service. No adverse patient effects were reported.